Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician was unable to duplicate the customer's reported issue, however, the oxygen readings were low. The service technician performed a 30k preventative maintenance on the unit to address the issues with the unit.

Event description:
It was reported to carefusion that the unit was failing with the non invasive positive pressure (nppv) mode. The customer did not report any information regarding patient involvement, at this time, it is currently unknown.